Manufacturer narrative:
H10 - no product samples were returned for investigation, however, a series of photographs were provided and evaluated. The photos show one ch3034 that is separated at the bonded connection of the male luer of the tubing and the female luer of the spiros. Little to no solvent can be seen on the female luer of the separated spiros. The reported complaint can be confirmed based on the images provided. The probable cause is due to an error during the manual assembly process. No device history review was conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap where the tube connection broke, and an unspecified chemo drug leaked. The mating devices used were a chemoclave vented bag spike, and an unspecified IV set. There was no patient involvement, no adverse event/ patient harm, and no delay in critical therapy.